Event description:
A 81-year-old male patient with advanced metastatic cholangiocarcinoma received repeat histotripsy treatment (initial treatment (B)(6) 2025, total ptv 49.0 cc) on (B)(6) 2025, to a single lesion in segment v, with two partially overlapping planned treatment volumes (ptvs) reported as ptv 1: total ptv = 31 cc, ptv 2: total ptv = 29.5cc, for a total ptv of 60.5 cc. The patient was discharged post-procedure without incident and ultimately returned home. On post-operative day 3 ((B)(6) 2025), he developed anuria, and his creatinine rose to 7. The treating physician reported that the patient underwent hemodialysis and had some urine output, with a diagnosis of acute tubular necrosis (atn) attributed to a combination of anesthesia, histotripsy, and nsaid use, with possible contribution from acute interstitial nephritis (ain). The patient remained dialysis-dependent, but on-going hypotension complicated management. The family ultimately elected to withdraw care and the patient died on (B)(6) 2025. No device malfunctions or other noteworthy events occurred during the case.

Manufacturer narrative:
No device malfunctions or other noteworthy events occurred during the case.